Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the consumer alleged the right frame where the crossbrace attaches, broke at a weld.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The product was returned for evaluation, and subsequent testing verified the complaint. Per the evaluation: no issues with left side frame. Issue was with the right, broken tubing/weld at bottom rear of side frame. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The provider states the consumer alleged the right frame where the crossbrace attaches, broke at a weld.